Event description:
Procedure type: urological. According to the reporter: the needle detached from suture strand. The needle was found between the peritoneum and the abdominal wall. Longer operative time and additional incisions occurred.

Manufacturer narrative:
(B)(4).